Event description:
On 2/27/97, the physician informed the sales rep of the following: the device catheter cracked and had to be replaced. The physician states that he was fine with the product and thought the pt had a lot to do with the problem (did not specify). No further details were provided at this time.